Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing bradycardia presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited capture anomaly and low impedance. Fluoroscopy image revealed the lead had not moved. On (B)(6) 2016, the lead was repositioned successfully. All electrical parameters were in range. The patient was in good condition during and post operation.